Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection revealed no evidence of frayed cables on the extension cable. Visual inspection did verify that the power supply was frayed, and wires were exposed. A standard power supply was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. As the investigation determined that the fray and exposed wires were on the power supply, the product does not apply to fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
Exposed and frayed wires of the power supply were discovered during evaluation of the device. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.